Event description:
Report received from (B)(6) stating that the device has cord damage. It is known that the device was being used during surgery. It is known that there were no injuries; however, it is unk if there was any medical intervention or surgical delay related to the event. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.